Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found the image was static. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no display and static image was fluid in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a black screen with no image displayed. The issue occurred during device setup. There was no patient involvement.